Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study (via a manufacturer representative) regarding a patient with functional idiopathic urinary incontinence since 2004. It was reported the patient experienced too strong stimulation at the groin level on (B)(6) 2016, noting discomfort. On (B)(6) 2016, the device was reprogrammed and the patient recovered. There was ¿no device issue¿ and the event was related to the neurostimulator.

Event description:
Additional information from the rep reported the event occurred on (B)(6) 2014. Reprogramming was done in order to resolve the issue and it was noted to be resolved on (B)(6) 2014. There was not device issue due to the strong stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.